Manufacturer narrative:
The laser equipment was examined and tested at the customer location by a johnson & johnson (j&j) field service specialist (fss). The fss found no issues related to the dlk reported. Prior to any servicing, the fss verified energy readings, all within specification. The fss performed a field service checklist. The fss performed a cut and measured gel, within specification. The fss inspected inside surfaces and optical surfaces for any abnormal amount of dust/debris, nothing abnormal observed. Inspected filter on right side for any abnormal debris, none observed. No changes were made to any system parameters during the course of the system check. The system was verified for all modes of operations. The system met j&j specifications. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 1 in both eyes 3 days post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient commented on being happy with visual acuity. Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.00 x .00 x 90, left eye pre-op 20/20 -4.25 x -.25 x 145.